Event description:
The customer stated that he had unexplained low blood glucose for the past day. The customer was not hospitalized, but the paramedics were called. The customer does not the glucose reading at the time. The customer state that his most recent glucose readings was 289mg/dl. The customer has been treating his glucose level with food, juice, and glucose tablets. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that there was more insulin in the status screen than the reservoir. Ran a displacement test twice and the insulin pump failed the tests. Advised the customer to contact his doctor regarding his low glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.